Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; it was noted that there was blood and tissue on the helix; full lead returned and analyzed.

Event description:
It was reported that the lead moved from the septal wall, and during repositioning there was difficulty and the lead could not be fixed to the septal wall. Tissue was noted to be in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.